Event description:
Sharp chest pains at location of pacemaker, whenever in location of cell phone towers. Was told at time of implant only (2) items would bother (1) cell phones to the left side of pt and MRI machine.